Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's pump. The mother states the customer's blood glucose levels are high, and they have received excessive no delivery alarms and motor error alarm. The customer's blood glucose level at the time of incident was 409mg/dl. The customer treated the high with pen needle. Troubleshoot was conducted, and the customer was advised that the pump would be replaced and returned for analysis. The customer declined to troubleshoot for no delivery and high blood glucose levels.